Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. Troubleshooting did not find any issues with the customer's drive support cap. The customer's insulin pump was also not exposed to a high magnetic field. Customer was also unable to rewind their insulin pump. The customer's blood glucose was unknown. No additional information provided.